Manufacturer narrative:
Additional information : the device was manufactured between july 09, 2018 - july 10, 2018. The actual samples was received for evaluation. The bag was cut across the top where the customer likely drained the contents. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and a spike port cap leak was observed at the base of the spike port tubing. The reported problem was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 250 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from an unspecified location. The leak was discovered during an unspecified process step. The bag contained neonatal lipid with infuvite. There was no report of patient injury or medical intervention associated with this event. No additional information is available.